Event description:
Incoming technical support call. Found during test. Reporter called for catalog numbers for a therapy connector and a set of detachable standard paddles. The reporter stated, a pin from the standard paddle set's connector had broken off, and was stuck in the device's therapy connector. The reporter stated, he did not know how this happened. Technical support provided catalog number to order parts.

Manufacturer narrative:
A review of the customer's invoice history shows a purchase for a therapy connector repair kit, and a set of detachable standard paddles.